Event description:
During pt use, a 'system error' was indicated on the display screen with constant audible alarm. The ventilator did not ventilate. The pt required medical intervention. No permanent injury was reported in this case.

Manufacturer narrative:
Though requested, pt info was not provided.